Manufacturer narrative:
In review of the information provided, it has been determined that no malfunction was reported or observed during investigation of the complaint product. Upon reviewing the complaint folder, it has been determined this report is no longer a reportable event. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 2648035-2019-00985. Device available for evaluation: yes, returned to manufacturer on: 09/06/2019. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. A visual inspection found the following observations: the lens was cut in a half, no discolored or opacity was observed. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling but prior to insertion, the z9002 intraocular lens (iol) looked distorted and cloudy. There was no patient contact. No additional information was received.